Event description:
It was reported during in clinic follow up that the atrial lead exhibited high pacing impedance and loss of capture. Conductor fracture was noted. During extraction, the stylet was unable to be advanced down the lead. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.